Manufacturer narrative:
Batch review performed on 24 april 2019: lot 187085: (B)(4) items manufactured and released on 12-dec-2018. Expiration date: 2023-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision performed two days after primary due to a wrong size of ball head implanted (32mm liner with 36mm head). It was noticed only through the post-op x-rays.